Event description:
Caller reported a malfunction in tandem source related to pump update. Impact on blood glucose level was not reported as customer declined to answer whether it exceeded 500 mg/dl. Customer was assisted with resetting the pump, but the issue persisted. Pump replacement was arranged, and customer was informed about using updated software and provided with necessary instructions for backup insulin therapy and handling the replacement.